Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. No unexpected pump error 37 alarm noted. No displacement anomaly or motor anomaly noted during testing. Device received with fading serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and recurring insulin flow blocked alarm. The customer stated that they had to change the set multiple times before it even worked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.